Event description:
This lead was explanted due to high pacing thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was received for analysis. The lead tip including the ring electrode was not returned. The analysis revealed a stretched lead body and several cuts into the insulation. These damages most likely resulted from the extraction procedure. Further analysis of the received lead fragment did not show any deviations which might have led to the reported high pacing thresholds. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.